Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the new patients and medication orders are not appearing in pyxis, while old patients remain active. This is causing critical safety concerns, and nursing was currently entering many temporary patients manually. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion communication engine (cce) service was unable to process new messages due to a blocked internet protocol (ip) port (port 8000), resulting in a socket exception error and message timeout. A technical support specialist dialed into the application server and confirmed that no new messages had been processed since august 5. The specialist attempted multiple deployments of the cce service package via the rss page, which failed. The recurring socket exception error on port 8000 was identified, and the customer was contacted to unblock the port. The specialist then dialed into the cce, verified that services had been running since august 18, and traced incoming messages from the host. Message flow resumed confirming issue got resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the new patients and medication orders are not appearing in pyxis, while old patients remain active. This is causing critical safety concerns, and nursing was currently entering many temporary patients manually. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.